Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) /2015. No additional patient or event information is available. It was reported that continuous glucose monitoring (cgm) device is being used on patient under (B)(6) years of age. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: the dexcom g4 platinum continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages (B)(6) years with diabetes.